Event description:
The MFR received info alleging a ventilator failed a step during testing. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's flow sensor assembly was found to be contaminated with dust and lint. The device's flow sensor assembly was replaced to address the issue.